Event description:
User reports proficiency sample testing failure for creatinine. Sample 1, lab result 4.6 mg/dl, mean value of proficiency sample 5.8 mg/dl. Sample 2, lab result 3.5 mg/dl, mean value of proficiency sample 4.5 mg/dl. Sample 3, lab result 5.2 mg/dl, mean value of proficiency sample 7.1 mg/dl. It was determined the incorrect calibrator value was programmed into the software. The issue was corrected by programming the correct calibrator value into the software.